Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the display. The customer stated that she keeps the insulin pump in her bra wrapped in a paper towel to absorb sweat. Blood glucose level at the time of the incident was 278 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. No unexpected numbers scrolling during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked reservoir tube.